Event description:
A zilver ptx stent was placed in the pt (location of placement, specific rpn#, qty, and date are unk). As restenosis was observed, a by-pass procedure was conducted. Amputation of the lower limb was also performed.

Manufacturer narrative:
PMA/510 (k)# s001. The specific rpn and lot # of the zilver ptx device involved in this event has not been provided for. Rpn of (B)(4) was entered for purposes of completing this report. The actual rpn and lot number of the zilver ptx device involved in this complaint was not provided and is unk as of (B)(4) 2014. As no lot number was provided it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The stent was implanted in the pt and was not available for evaluation. With the info provided a document based investigation was carried out. Details of the event are unk. The info including the relation of the ptx to the restenosis, by-pass and amputation have not been provided for to date. Although requested images relating to this event have not been provided for. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction. However, a definitive root cause of this stent re-stenosis cannot be determined. As per instructions for use, restenosis of the stented artery is noted as a potential adverse event associated with the placement of this device. In addition, ischemia requiring intervention (bypass or amputation of toe, foot, or leg) is also listed as the potential adverse event that may occur. It may be noted that info regarding the relation of zilver ptx to restenosis, by-pass operation and amputation was not provided for. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. The manufacturing records for the zilver ptx and zilver ptx drug eluting stent could not be reviewed as the specific lot number was not provided. The complaint is confirmed based on customer testimony. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.